Event description:
A power source alert 07 was reported by the caller. There was no reported impact to the customer's blood glucose level as the caller declined to provide specific information. The issue was resolved by plugging the charging cable into a wall adapter, which allowed the pump to begin charging, and no further assistance was required. The patient continued using the pump.